Manufacturer narrative:
Product ID: 8709sc, lot# n209290014, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-may-09. It was reported that the pump was still implanted and working. The catheter was replaced, and it was found to be broken at the anchor site in the spine. The surgeon had cut the catheter into pieces.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n209290014, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n209290014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient reported an increase in spasticity. The event date was unknown. Catheter access port (cap) access was attempted but they were unable to complete. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No actions were taken at the time of report, but surgical intervention was planned and scheduled for (B)(6) 2019. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.